Manufacturer narrative:
Medtronic received additional information from this patient's physician that this ring was replaced because some of the sutures were fracturing during the attempted replacement procedure. Severe mitral regurgitation persisted following the attempted repair, so a valve replacement was performed. There was no product problem. No adverse patient effects were reported following the replacement procedure.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this device was replaced by a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.